Manufacturer narrative:
This investigation is complete. Upon further information this investigation will be updated.

Event description:
It was reported that during a device check out of range pace impedance measurements were noted and a lead fracture was alleged when it comes to this right ventricular (rv) lead. The pacing rate was 1% to 3% thus the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Upon further information this investigation will be updated. This report is being submitted to correct initial reporter facility name (e1).

Event description:
It was reported that during a device check out of range pace impedance measurements were noted and a lead fracture was alleged when it comes to this right ventricular (rv) lead. The pacing rate was 1% to 3% thus the patient will continue to be monitored. No adverse patient effects were reported.